Manufacturer narrative:
The lead was not returned for testing. Therefore, boston scientific crm cannot confirm the reported clinical observations. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific crm received information that during a procedure to upgrade this patient's pacing system, this right ventricular lead was removed from service. During the procedure, the lead tip broke off of the lead body. The tip was successfully retrieved and removed from the patient. No adverse patient effects were reported.